Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed. No patient complications were reported as a result of this event. It was further reported that the device has been explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.